Event description:
A customer reported an error message upon scanning using the freestyle librelink application. As a result, customer was unable to obtain glucose readings and became confused due to hypoglycemia. The customer was treated with jelly candy and coca cola by son and paramedics were also called. A glucose result of 1.9 mmol/l was obtained on the paramedic meter and customer was additionally treated with glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Customer reported no messages appear with the librelink application after scanning sensor. Upon extended investigation, no issues were identified with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.